Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that hydronephrosis was intentionally induced with the balloon to make percutaneous renal puncture easier for percutaneous nephrolithotripsy (pnl) procedure. The upj occlusion balloon catheter was advanced over a wire guide and when the balloon reached the ureteropelvic junction (upj), the physician attempted to inflate the balloon after connecting a syringe contained in the device set to the device connector. However, the balloon did not inflate and fluid leaked from the opposite end. It was further noted that a dried white substance was found around the obturator and the balloon catheter. In addition, the obturator/wire guide was noted to be broken and stretched out. There were no adverse effects reported due to the event and no report of an additional procedure. A new product was used.